Event description:
According to the facility on (B)(6) 2024 "during a robotic procedure, the foam portion of the large trocar cleaner came off and was in the abdomen".

Manufacturer narrative:
According to the facility on (B)(6) 2024 "during a robotic procedure, the foam portion of the large trocar cleaner came off and was in the abdomen". Per the facility "the piece was removed and accounted for in its entirety". Per the facility the "surgeon retrieved the piece with a grasper". Per the facility there was no harm to the patient and the patient is "recovering as expected due to their surgical procedure". The sample is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.